Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery was fully charged. The header of the device was visually inspected. The visual inspection revealed that the set screw of the atrial channel was unscrewed and tilted beneath the silicone seal as shown in figure 1-left. In this tilted position it is not possible to insert the torque wrench again for final fixation. The silicone seal and the set screw were found damaged, most likely due to forces applied during the connection procedure. Despite these observations, all dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency asprogrammed. There was no indication of a device malfunction. The manufacturing process for the devices under complaint was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The leads mentioned in the complaint description remain implanted in the patient and were thus not available for analysis. From the x-ray image provided the myocardial perforation by the ventricular lead can be confirmed. The atrial lead does not show any irregularities. In conclusion, the clinical observation was confirmed upon analysis. An unscrewed and tilted set screw of the atrial channel was found to be the root cause of this observation. This resulted presumably from forces applied during the connection procedure of the lead. The ICD was fully functional during analysis. There was no indication of a material or manufacturing problem for either the generator or the leads.

Event description:
Ous MDR - it was reported that this rv lead perforated. This lead was successfully repositioned and remains actively implanted. During the revision procedure, it was not possible to reconnect the ra lead with the header of the pacemaker. The pacemaker and ra lead were replaced, but not yet returned to biotronik.